Event description:
On 19-mar-2026, a distributor reported via email that an ar-1588rt-2j tightrope ii rt experienced an issue during use. Upon tightening the acl tightrope ii, the mechanism broke. The graft was removed, and an ar-1588btb-2j tightrope ii btb was used to complete the procedure. The issue occurred during a procedure on (B)(6) 2026, with no reported patient harm. Additional information was received on 26-mar-2026: this occurred during an acl graftlink procedure while tensioning the tightrope implant. The tightrope suture broke during tensioning. The affected implant was removed, and a replacement device was used to complete the procedure. The case was delayed approximately 10 minutes, and no additional anesthesia was administered.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.